Manufacturer narrative:
This report is submitted on september 15, 2022.

Event description:
Per the clinic, the patient experienced skin irritation at the implant site leading to the extrusion of the device. Subsequently, the patient was treated with oral antibiotics for 14 days (specific date not reported); however, the issue could not be resolved. The device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on october 13, 2022.